Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system underwent a full system explant where the ICD device and right ventricular (rv) lead were explanted due to a product performance anomaly. The device and rv lead were successfully replaced with new device and rv lead. No additional adverse patient effects were reported. Subsequent additional information was received that reported the ICD and rv lead was explanted due to high out of range shock impedances. During lead extraction, the rv lead coil broke off in half. The physician abandoned half the rv lead in the patient and replaced it with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system underwent a full system explant where the ICD device and right ventricular (rv) lead were explanted due to a product performance anomaly. The device and rv lead were successfully replaced with new device and rv lead. No additional adverse patient effects were reported.